Event description:
It was reported that the customer was having difficulty cleaning the blood out of the handpiece. There were no adverse consequences related to this event.

Event description:
Caller reported advantage blood glucose results of 488 mg/dl and 114 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.